Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Death is a known potential complication that may be associated with use of this product and in patients with heart failure. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support. With a review of the available information there was no evidence of any device malfunctions or performance issues of the device that would impact the reported event. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the reported event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that this patient expired. Details surrounding the reported event are currently unknown.

Manufacturer narrative:
It was reported from the site that the patient went into cardiogenic shock post pump exchange on (B)(6) 2017, secondary to bacteremia. It was stated that the patient was made do not resuscitate (dnr) as per family request. During the pump exchange the case also involved extraction of an infected pacemaker lead. There are no test results available and no medication, treatment, interventions information available from the site. It was stated that there would not be an autopsy. It was stated that it was undeterminable as unable to say if infected lead seeded the pump. Equipment will not be returned and were disposed of per hospital policy. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received indicated that the listed cause of death was bacteremia, multi-organ failure, and cardiogenic shock. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.